Event description:
Received per from maquet (B) (4) on 12/15/08 stating, "the hospital reported that during a coronary artery bypass procedure, one heartstring seal can't be fully deployed out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital."

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).